Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that sometimes he does not hear the beep due to being tone deaf. Customer stated that this happens when he has suspended the insulin pump and doesn't notice the beeps for the threshold suspend. Customer also mentioned having weak signals. No further information reported.